Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/11/2020. H3 evaluation: the analysis results found that a anx12 device was returned inside its package unopened. Upon visual inspection of the package, the foreign body was found to be a hair the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Although no conclusion could be reached on how the hair was introduced inside the sterile package, it is possible that the hair adhered to the device during the packaging process due to static.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2020 and topical skin adhesive was used. Before opening the package, it was found that there had been a foreign substance like a hair in the package. Further details are not provided. There were no adverse consequences to the patient.